Event description:
The physician stated that he had difficulty deploying the catheter through a tight popliteal lesion but the stent was successfully deployed. The physician began to deploy a second stent and noticed the tip from the first delivery catheter had became lodged between the stent wall and the second stent. The flow was normal following the event, and it was reported that there was no effect to the patient.

Manufacturer narrative:
The device was returned for analysis. The thumb slide was in the proximal position by was not locked per the IFU. The stent had been deployed. The tip lumen detachment occurred at the melt coupler ratchet bond. Angio images were provided. The images showed a heavily occluded vessel. It appeared that the vessel was properly prepped. There was occlusion remaining distal to the prepped area in the popliteal. From the images, it could not be discerned how the tip became detached or how the tip became secured to the stent wall by the second deployed stent.